Event description:
The customer reported the generation of erroneously high sodium patient results for 48 (forty-eight) patients. There was no report of change to treatment, injury, or death associated with this event. The customer did not provided patient demographic. The customer verbally provided one (1) patient sample result only.

Manufacturer narrative:
Beckman coulter customer technical support (cts) helped the customer over the phone. It was determined that the failure mode is a defective mixer motor. The mixer motor was not rotating. Replacement of mixer motor resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).